Event description:
It is reported that lead had high and fluctuating impedance from 600ohms to 1900ohms. It is also reported that there was no capture and lead is suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; full lead in segments returned for analysis. Testing revealed outer insulation melted.